Manufacturer narrative:
Additional information : age at time of event. An event regarding revision involving a unknown hip implant was reported. Revision surgery was confirmed by the revision implant sheet but the reason for revision could not be confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 2017 hip revision of unknown reason its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent revision right total hip arthroplasty on (B)(6) 2017 where she was implanted with a stryker hip system. Its further alleged that the patients right hip had to be revised again on (B)(6) 2018 due to acetabular component loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving a tritanium shell was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: no x-rays are available for the period between (B)(6) 2015 and (B)(6) 2017 when a loose acetabular component was visible. No dated serial x-rays of the right total hip arthroplasty are available. There is no documented follow-up after (B)(6) 2018 and no examination of the explanted components. There is no primary right total hip arthroplasty operative report from the (B)(6) 2014 surgery. It was not clear if the initial acetabular component was properly sized and positioned, which may have contributed to the initial acetabular post-traumatic loosening. The history of popping and possible ,metabolic and medication factors may also have contributed. When a larger revision component was placed on (B)(6) 2017 it loosened in sixteen days and once again was revised to a larger component with multiple screws. There is no evidence these failures of biologic fixation of the acetabular component were related to factors associated with acetabular component design, manufacturing or materials. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, dated serial x-rays and the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 2017 hip revision of unknown reason. Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent revision right total hip arthroplasty on (B)(6) 2017 where she was implanted with a stryker hip system. Its further alleged that the patients right hip had to be revised again on (B)(6) 2018 due to acetabular component loosening. *update on 22-feb-2022 per clinician review: "[...] On (B)(6) 2017, a 'right revision total hip arthroplasty' was performed for a 'pre- and post-operative diagnosis of aseptic loosening right total hip arthroplasty'. [...] The operative report notes, '... Acetabular component was grossly loose [...] Screw was broken ... Distal end of screw ... Remained deep in the bone' [...]".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2017 hip revision of unknown reason. It is reported the consumer underwent revision right total hip arthroplasty on (B)(6) 2017 where she was implanted with a stryker hip system. Its further alleged that the patients right hip had to be revised again on (B)(6) 2018 due to acetabular component loosening.